Manufacturer narrative:
Manufacturer ref# (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise 4.5mmd 14mml vascular reconstruction device (product code enc451400, 9833615) was impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31597985) and could not advance any more. The doctor tried to retract the stent, the stent was found detached from the delivery wire in y connector. The doctor removed the microcatheter (mc) and stent from the patient and switched new devices (both were other brands) to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise 4.5mmd 14mml vascular reconstruction device (product code enc451400, 9833615) was impeded in proximal of a prowler select plus 150/5cm microcatheter (606s255x, 31597985) and could not advance any more. The doctor tried to retract the stent, the stent was found detached from the delivery wire in y connector. The doctor removed the microcatheter (mc) and stent from the patient and switched new devices (both were other brands) to complete the surgery. There was no patient injury reported. Additional event information received on 10-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise 4.5mmd 14mml vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent component was detached from the delivery system. A kinked condition was found on the distal end of the proximal coil of the delivery wire. No additional damages were found. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and internal actions were identified. Although in order to perform a functional test for the impeded condition reported, the stent must be inside the introducer and attached to the delivery wire, the detachment of the stent in the y-connector reported suggests that the introducer of the enterprise system was not fully seated in the hub of the concomitant microcatheter, causing the stent to expand in the y-connector, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the delivery wire damage. However, with the amount of information available this only remains speculative. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, and h11. Section b5: additional event information received on 10-dec-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.